Manufacturer narrative:
Mml# c-01723. No patient information available due to UK general data protection regulation.

Event description:
It was reported that the patient underwent revision surgery due to the progression of out-of-range/high-impedance failure of the left lead. There was no report of patient harm or injury. The left lead was removed and intact. A new lead was implanted without complications. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The leads were evaluated. The device failed the functional testing. A visual inspection confirmed that rounded, fractured coils across all coils. A review of the images from the initial implant confirmed that the out-of-range/high-impedance failure was due to a small strain relief loop.